Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) for high impedance in the superior vena cava (svc) and rv coil. The lead was suspect of a fracture with increasing impedance in the svc coil. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.